Event description:
Hospital staff reported to medtronic, that during a device shift check, it was found the device would not power on in ac or battery. Hospital biomedical staff verified the report and noted the device does display the ac mains light when attached to ac power.

Manufacturer narrative:
Medronic continues to investigate the reported event.